Event description:
It was reported that the patient presented inappropriate therapy delivered due to incorrect interpretation of signal on the implantable cardioverter defibrillator. Programming changes were made. Further information regarding the patient condition was requested but not received.